Event description:
The patient matched tmj implant did not fit the patient's anatomy and the implant had to be modified intra-opteratively. The surgery was delayed and the patient remained under anesthesia for 11 hours. The surgeon identified that the patient had bone conditions that severly affected anatomy and has had several prior surgeries. The majority of the modifications were made to soft tissue and scar tissue, not bone.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The IFU indicates that the patient matched implants are designed to fit the patient at the time of the CT scan. This patient was identified to have a bone condition which contributed to rapidly changing bone formations. It was also identified that this patient has had several surgeries and the primary time spend to correct the patient anatomy was spend on soft tissue growth and scar tissue. Without a product return, no product evaluation is able to be conducted. The product has no non-conformances which affect this complaint. Based on the information provided by the surgeon and the distributor, there is no indication that this product does not function as designed or intended. The product remains implanted in the patient and the surgeon documented the surgery as successful. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.